Manufacturer narrative:
Console reported in MFR# 2916596-2019-02888. Approximate age of device ¿ age of device not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a patient's cmag console alarmed low rpm during patient transport. The cmag console was exchanged and only the console will be returned for evaluation. Additional information was requested

Event description:
Additional information: the motor in question stopped twice within 5 minutes. The patient was switched to another motor and console with no issues. The changeover occurred just before transferring the patient from the or to the ICU. The healthcare professional stated that "it was nothing unusual flow rate of 3-4l/min". The motor reportedly "just stopped", and only the flow alarm went off. The rpm¿s were turned up again and the pump resumed flow. Health professionals thought that since they were moving the patient and console someone may have touched the off switch. About 5 minutes later the pump reportedly went to 0 rpm again and the flow alarm went off, so the patient was switched to the backup console and motor. The patient suffered no issues, and was off flow for "possibly 30 seconds total."

Manufacturer narrative:
Section b5, d10, h3, h4, h7, and h9: additional information. Manufacturer's investigation conclusion: the reported event of console alarming with low speed during patient transport was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console associated with this event and was reproduced during testing of the returned motor. Per the log file, on the reported event date of (B)(6) 2019 the console was supporting a system at a speed of ~3800 and a flow of ~3.9lpm and the system was operational for over 3.5 hours. At approximately 8:39pm on june 3, 2019 the log file captured a flow below minimum:f3 and motor disconnected:m2 alarms after which speed dropped to 0rpm and flow dropped to less than 0lpm, confirming the reported event. Approximately 30 seconds later, the motor was captured as reconnected and pump support resumed. At approximately 8:40pm the motor was captured as disconnected again and the system was powered down at 8:42pm. Visual inspection of the returned centrimag motor revealed a broken connector cap. This was noted to be an additional observation unrelated to the reported event. The returned centrimag motor was evaluated and tested by the service depot under a work order. The reported complaint was verified and duplicated during their evaluation. The motor was tested with both its associated 2nd gen primary console and flow probe and with a test console and flow probe. Both times, upon start up, the console immediately displayed an motor disconnected:m2 and system alerts:s3 alerts. Resistance testing of the motor's cable revealed an intermittent open connection in the 5v analog power line when the motor's cable was manipulated at the connector end. This damage had the potential to result in the reported event. Although the root cause of this damage could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the cable during use. The issue was narrowed down to a defective motor cable. The defective motor was scrapped. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.